Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on 29-sep-2024. Patient reported that the blockage was located in the tubing. No further information available

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6006450 have already been previously tested in the (B)(4) on 29/may/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6006450 was manufactured according to the work instruction (wi) version 114 in the line 3, on 12/may/2024, with a total of (B)(4) units. Gluing of tubing the lot 4d05586 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc09, on 10/may/2024, with a total of (B)(4) units. The lot 4e02029 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc09, on 12/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 29/may/2025 against malfunction code occlusion in the tubing and/or tubing connectors and lot 6006450 and no other complaints have been registered in database for the same lot 6006450 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, complaint confirmed as failure of the device, no other complaint received on the lot in question and malfunction code.

Event description:
To date, no additional patient or event details have been received.